Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address- postal code: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket wire of a ncircle tipless stone extractor was broken when capturing a kidney stone. The device was removed from the patient and replaced with a new basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary as reported, the basket wire of a ncircle tipless stone extractor was broken when capturing a kidney stone. The device was removed from the patient and replaced with a new basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional test of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. The ncircle tipless stone extractor was returned in the shipping tray inside marketing box. The handle and basket formation were in the open positions. It was found to have a broken basket wire, as reported. One of the basket wires was broken near the proximal end of the basket. Close examination of the broken wire ends showed possible charring. A document-based investigation evaluation was performed. A review of the device history record found no non-conformances related to the reported failure mode. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The IFU provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Examination of the broken wire ends showed possible charring, indicating the wire may have been exposed to a laser or other electrified device, causing the wire to break. No information related to use of a laser or other electrified device was known, therefore the cause for the broken wire could not conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.